Event description:
Report rec'd of delay in starting therapy due to malfunction alarms. It was reported that the pt had a very high blood pressure that they were unable to stabilize. According to the customer contact, the pump kept "rejecting the cassette" giving "cassette failure" alarms and "the self test period takes a long time". It was reported that the alarm occurred three times, and there were several minutes delay in starting the nitroglycerine drip for the pt. It was reported that after the third attempt to start the infusion, the pump functioned as expected. The original tubing set and pump were used for the remainder of the infusion, with no further reported difficulties. The customer contact stated that there was no adverse event while waiting for the nitroglycerine to be started. It was reported that the md was "livid that it took so long for the drip to be started". Though requested, no further info was available.